Event description:
On (B)(6) 2025, the user called after entering a manual fingerstick while a new dexcom g7 sensor was still warming up, resulting in a calibration-not-used alert. Agent explained this was expected and that readings would begin once warm-up is completed. Later, the user and spouse reported persistent high blood glucose (bg) over several days, with bg at 323 mg/dl during the call. The agent guided user through a full supply change using a steel infusion set (6 mm, 23"), after which insulin delivery resumed. The user's highest blood glucose (bg) recorded was 370 mg/dl. Bg remained out of range for over 90 minutes and could not be corrected at the time of event. The ilet alerted for high bg. Outside assistance was provided by spouse. No medical intervention was required. The symptom reported during the event was thirst at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.